Event description:
The patient reported that with the particular box of v-go 20 devices that she is using now, she had about 6 or 7 v-go devices fall off. The patient stated that it most recently occurred on 5/7 where she applied it at night and went to her son's soccer game the following day where it was hot outside. The patient stated that when she got home and lifted up her shirt, the v-go fell off. The patient estimates that the v-go 20 was worn for about 10 hours.